Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block. The customer reported the alarm did not occur during fill tubing. Customer reported that the event was resolved by complete set change. Customer experienced hyperglycemia. Customer had blood glucose level of 29.0 mmol/l at the time of incident. The blood glucose level at the time of call was unknown. No harm requiring medical intervention was reported. The device will not be returned for analysis.